Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and low reservoir before and after a battery change. Customer's blood glucose was in the 300 mg/dl range at the time of incident and 157mg/dl at the time of the call. Troubleshooting explained alarms and found that the customer's blood glucose was slowly going up ing up after the alarms. Customer indicated that he is using an old pump as a back up plan and will go for pump training with the pump that had the battery alarms. There was no further information provided by the customer or by troubleshooting.